Manufacturer narrative:
Philips service replaced the x-ray pc and hard drive and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray pc failure prevented procedure initiation on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.